Event description:
"Atrophic macules with onset 4 weeks following 1064nm laser treatment - left cheek and x 2 on the nose.

Manufacturer narrative:
The following information was provided by the patient after evaluation by the treatment provider. "Puzzling atrophic macules with onset 4 weeks following 1064nm laser treatment; with no preceding inflammatory process in the immediate post-treatment period or immediately preceding the first observation of the lesions. The mechanism or explanation for these is not clear. The lesion on the left cheek and the resolved area over the nasal dorsum have a time course that could be related to the laser; these continue to resolve well. All lesions are expected to improve with the tincture of time and I would recommend no intervention for at least 6 months. Improvements may continue up to 1 year. If atrophy does persist consider the use of ha filler or conservative resurfacing or nonablative remodeling." Late entry: patient telephoned to report she had seen her plastic surgeon that diagnosed: "scar from collagen contraction."